Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing set was being used to deliver unspecified blood products. It was reported that after the tubing sets were primed, the cair clamps were placed in the closed position to stop flow. After unspecified length of time, after the clamp was opened, the blood products reportedly would not flow. Reportedly kinks formed in the tubings where the cair clamps had been closed. The nurses manipulated the kinked tubing sections to resume flow. There were no reported adverse pt effects, and no reported delays in therapy critical for the pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4); (B) (4).